Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8 fr s/l power groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional testing were performed. Preferential bending was observed throughout the sample. The investigation is confirmed for 1260r - flexural fatigue damage, as a circumferential c-crack was noted between the 19th and 20th depth markings, the crack was shown to be smooth on one side and granular at the ends of the split. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported approximately four years post placement, that the catheter allegedly broke and migrated to the right internal jugular vein. It was further reported that the migrated portion of the device and the port body were removed. Patient status is unknown.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. (Expiry date: 06/2016).

Event description:
It was reported approximately four years post placement, that the catheter allegedly broke and migrated to the right internal jugular vein. It was further reported that the migrated portion of the device and the port body were removed. Patient status is unknown.